Event description:
This implantable pulse gnerator (ipg) was exhibiting early battery depletion. An invasive procedure found an insulation fracture on the atrial lead. The ipg was explanted and the atrial lead was removed from svc.